Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted ¿small bowel within the hernia and densely scarred to the previously placed mesh.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/25/2021. Additional b5 narrative: it was reported that the patient experienced incarcerated recurrent ventral incisional hernia and adhesions following surgery. Corrected b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted.